Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Interrogation of the pump determined it was used to infuse morphine [6.0 mg/ml] at 0.0368 mg/day. Analysis of the pump found high battery resistance that resulted in a lab failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain and post-laminectomy pain. The patient¿s pump and catheter were returned to the manufacturer for analysis with no known complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.